Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an unspecified bd syringe had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was missing. Verbatim: consumer received donated syringes and wanted to know the expiration date, said he received them in bags, did not have the box. Consumer said he did not see an expiration date on the bag and he had difficulty reading the lot # from the bag, he provided a number but he was not sure, said he would call back.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was missing. Verbatim: consumer received donated syringes and wanted to know the expiration date, said he received them in bags, did not have the box. Consumer said he did not see an expiration date on the bag and he had difficulty reading the lot # from the bag, he provided a number but he was not sure, said he would call back."